Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The on/standby switch was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit gave a system restart alarm after powering the unit on. There was no report of patient involvement.